Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was lost to follow up. The patient presented with abdominal pain. The CT revealed that there aneurysm expansion, currently 7.6 cm in diameter, the proximal edge of the bifurcated stent graft was 6 mm below the renal artery however there was a good seal with no endoleaks proximally, and bilateral distal type I endoleaks. There was dilatation of right iliac artery and a short common iliac artery causing loss of seal resulting in the endurant ipsilateral iliac limb pulling back into aneurysm sac. The physician elected to implant two endurant iliac stent grafts bilaterally and the bilateral distal type I endoleaks were resolved. The physician stated the causes of the events were related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A distal type I endoleak was not observed in the contralateral limb. However, the contralateral limb did have a loss of seal and the physician elected to treat the loss of seal by implanting an additional stent graft limb extension.